Manufacturer narrative:
Corrected data: h6- patient code 2227 should be in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.00 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was removed due to a patient related factor, the reporter stated " pt. Has a huge pupil (8.5mm) and could not live with the halos. Lens removal resolved the problem.